Event description:
It was reported that a malfunction alert occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided assistance to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.